Manufacturer narrative:
The reported event was confirmed- unknown cause. The reported failure was able to be reproduced. Based on the attached photo, the catheter balloon still inflated. Based on evaluation, the returned catheter able to inflate and deflate without difficulty. However, the concentricity of balloon showed asymmetrical balloon (80/20) which possibility could lead to non-deflation issue during use. Dissect the catheter and observed sac was properly placed on the shaft and no abnormality observed on the snip eye. How and when problem occurred could not be determine. A potential root cause for this failure mode could be air dry too fast due to program error- plc faulty and result to poor balloon shape. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Correction: b, d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water balloon cannot be withdrawn, then replace it with another one. Per follow up information received via ibc on 15jul2024, stated that they have not yet been used on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water balloon cannot be withdrawn, then replace it with another one. Per follow up information received via ibc on 15jul2024, stated that they have not yet been used on patient.